Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection and an adverse event. The patient stated that she experienced signal loss for a period of nine hours. When the patient took a finger stick (fs), after returning home from the store, she was reading at 100mg/dl. During the period of signal loss the patient had a hypoglycemic event which the patient states also resulted in her seeing blackness from the corners of her eyes. When the patient took another fs her blood glucose (bg) was 80mg/dl. The patient drank five juice boxes which she advised had 30g of sugar each. She took another fs and it showed 60 mg/dl. Patient advised she also ate some swedish fish candy and some chocolate soy milk to attempt to bring her bg back up. The patient advised that her husband took her to the emergency room (ER) for a hypoglycemic event. When she arrived at the ER her bg was tested again and read 80mg/dl. While at the ER she was given IV fluids and monitored until her bg stabilized. She was released later that day and is now in good condition. No additional event or patient information was provided. Data was provided by the patient and reviewed for evaluation on 12/13/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined, post investigation. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A pairing test with a nordic bluetooth device was performed and it resulted in no failures. A global functional test was performed on the transmitter, resulting in no failures related to the customer complaint. Data was downloaded and reviewed, finding signal loss on issue date. The complaint of a loss of connection was confirmed. The root cause could not be determined, post investigation.